Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). Analysis found no fault with mainframe and was received in good cosmetic condition. The software needs to be upgraded. No deviations found customer complaint could not be confirmed. (B)(4). The device was successfully tested according to manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacturer representative that the mainframe had dysfunction, it did not respond to nerve stimulation and beeps. There was no known patient impact. On follow up. It was confirmed that the fuses jumped during the surgery. The fuses were changed but a non medtronic product was used to complete the surgery.